Event description:
A malfunction alarm identified as cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller successfully reloaded the same cartridge and resumed insulin therapy, resolving the issue without further complications.